Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the patient monitor efficia cm150 does not display correct values. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.